Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, they began to burr the distal femur and the surgeon noted that the burr was acting weird shortly after and noted that the cut looked irregular and deep. Then, the burr fell out of the real intelligence robotic drill and they proceeded to re-insert the burr and re-calibrate, and discovered that the burr had overcut 3 mm to plan. The only affected area was the distal medial femur, and it was through the middle of the cut with contained boundaries on either side. They did not think it was necessary to change the cut plan and proceeded with the case as planned and had a great plan as anticipated. The slight defect was filled with cement and the surgeon had no concerns with the fit of the femur. The procedure was finished with the same device with a five minute delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, used in treatment was not returned for evaluation, therefore a visual and functional evaluation could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review could not confirm the overcut, as there were no femur bone removal screens showing red bone of the distal medial condyle. However, the application log file was reviewed and determined that the drill was likely able to pass calibration with an improperly inserted bur, causing the overcut upon bone removal. This scenario has been determined to be user error. The bur is secured when the user inserts the bur until a click is heard, as instructed in the bur set up screen. The clinical/medical evaluation concluded: ¿based on the information provided, the clinical root cause of the reported 3mm over-burring/burr fell out could not be definitively concluded; although, user technique/user error could not be ruled out as a contributing factor which may be supported by the product evaluation scenario. Although it was reported that there was ¿no injury to patient/no impact on outcome¿ , the assessed patient impact was the reported 3mm over-burring on the distal medial femur, slight (5 minute) surgical extension, and the modified surgical procedure (use of cement to fill the over-burred defect). Further patient impact could not be determined, as it was reported that the case proceeded ¿as planned and had a great plan as anticipated. The slight defect was filled with cement and the surgeon had no concerns with the fit of the femur¿ and ¿post-op x-rays were perfect¿. No further medical assessment can be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. While all products meet required manufacturing specifications prior to release, the drill serial number was not provided, therefore a review of manufacturing and/or service records could not be performed. A complaint history review found similar reports. Refer to the real intelligence cori for knee arthroplasty for setting up, unlocking, and loading the bur. Although the complaint could not be confirmed, a review of prior escalation actions found related actions that are applicable to the potential root cause and scope of the reported complaint. The owner of this possible occurrence has been notified. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, used in treatment was not returned for evaluation, therefore a visual and functional evaluation could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review could not confirm the overcut, as there were no femur bone removal screens showing red bone of the distal medial condyle. However, the application log file was reviewed and determined that the drill was likely able to pass calibration with an improperly inserted bur, causing the overcut upon bone removal. The reported scenario was confirmed. This scenario has been determined to be user error. The bur is secured when the user inserts the bur until a click is heard, as instructed in the bur set up screen. Additionally, the user is instructed to pull on the bur to confirm it is properly locked. The most likely cause of this event is due to improper bur loading technique. The clinical/medical evaluation concluded: ¿based on the information provided, the clinical root cause of the reported 3mm over-burring/burr fell out could not be definitively concluded; although, user technique/user error could not be ruled out as a contributing factor which may be supported by the product evaluation scenario. Although it was reported that there was ¿no injury to patient/no impact on outcome¿ , the assessed patient impact was the reported 3mm over-burring on the distal medial femur, slight (5 minute) surgical extension, and the modified surgical procedure (use of cement to fill the over-burred defect). Further patient impact could not be determined, as it was reported that the case proceeded ¿as planned and had a great plan as anticipated. The slight defect was filled with cement and the surgeon had no concerns with the fit of the femur¿ and ¿post-op x-rays were perfect¿. No further medical assessment can be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. While all products meet required manufacturing specifications prior to release, the drill serial number was not provided, therefore a review of manufacturing and/or service records could not be performed. A complaint history review found similar reports. Refer to the real intelligence cori for knee arthroplasty for setting up, unlocking, and loading the bur. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint and no further escalation action is required. As part of corrective actions, the calibration step will be updated to reduce the likelihood of misuse by minimizing the potential for an improperly loaded (not fully inserted) bur to pass calibration. This issue will be continuously monitored through complaint investigation and post market surveillance.